Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that there was moisture in the battery compartment and the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the black box history for the day of the event (B)(6) 2017 was not available. Available black box data showed unusual fluctuation of voltage on (B)(6) 2017 resulting in a replace battery alarm. The pump was returned with corrosion in the battery compartment. The battery compartment was cracked below the bumper pad. The returned battery cap had a worn top. The returned battery cap attached to the pump and the pump powered on. Current draws measured within specifications. A "battery life" issue was not duplicated during testing. Leak test failed with a battery compartment leak. The pump cover was removed; no further evidence of internal moisture was observed. No loose components were found inside the pump.